Event description:
Eight months after placement, the dr removed the filter from the pt. On the removal, one of the arms fractured. The filter was removed without any incident. The arm was lodged in the cava and was removed successfully with a snare.